Event description:
It was reported that the device turned off on its own and therefore there was a loss of therapeutic effect. There was no specific event tied to the loss of therapy. The implant longevity estimation was 2-3 years and the patient was currently at 2 years 4 months. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).